Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during flight while monitoring a patient (age & gender unknown) the device's screen turned completely blue and clinical data could not be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.